Event description:
It was reported by the patient's mother that the patient's blood glucose level rose to 550 mg/dl while wearing the pod between 24 and 36 hours and did not decrease despite administering several correction bolus doses. The patient developed symptoms including headache and tiredness. Following telephone consultation with the patient's endocrinologist, the mother administered a manual insulin injection of 1.5 units and subsequently removed the pod. A new pod was placed, and the omnipod system was operated in manual mode for two hours following new pod placement per the endocrinologist's suggestion. When the pod was removed from the infusion site (hip/buttocks), the pod's cannula was found bent. No in-person medical visit occurred, and no medical diagnosis or intervention were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.